Event description:
It was reported that during a routine follow-up the device could not be fully interrogated. All measured data displayed "data not read" messages. Rebooting and reinterrogating gave similar results. Programming the device with autocapture off was not successful in recovering measured data. Measurements in march 2008 gave an estimated remaining longevity of 0.5 years. Since the device was nearing elective replacement indicator it was replaced.

Manufacturer narrative:
Na